Event description:
The facility representative reported a colleague infusion pump with failure code 202:20. This condition occurred as the machine was starting a data transfer, but it was not stated in which care area this occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with an error "802:20" alarm was confirmed during product evaluation. The assignable cause of the reported problem was a pump head module. It is unknown whether or not the device was repaired. Additional information: this is involving a pump with software version 7.22.00 which is categorized as a spanish colleague v1.7. A service history review revealed that this device has not been serviced prior to this event. A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.